Event description:
Device was fired and stopped 2/3 of the way across the bowel. Upon removal of the reload from loading unit, it appeared as if it was jammed and broken at the point of where the firing sequence stopped. An incomplete transection of the tissue was left and had to be manually transected. To complete case, surgeon hand sewed the remainder of the transection then completed anastomosis with two more firings with new device dlu's.